Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had an epidural a "couple days" prior to report. When he turned the stimulation back on at the same level he couldn't feel anything. Upon turning stimulation on and increasing amplitude by a few tenths sensation returned in the normal paraesthesia area. The patient had an appointment with a healthcare professional (hcp) scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 232930001, implanted: (B)(6) 2009, product type accessory. (B)(4).